Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding a patient's implanted pump which was used to deliver an unknown medication. The indication for use was non-malignant pain and chronic low back pain. On 2015-08-19 it was reported that the patient had passed away on (B)(6) 2014. The patient's brother reported that the pump killed the patient due to a drug overdose. Additional information was reported by the healthcare professional (hcp) on 2016-08-15. The hcp was unable to provide any information as the patient had been discharged in (B)(6) 2014 and the hcp was unable to locate a new following hcp in the patient's chart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.